Manufacturer narrative:
The field service engineer (fse) found that one of the tubings of the reagent probe was leaking. This tubing was discarded. He then replaced this part. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys vitamin b12 immunoassay, elecsys ferritin, elecsys folate iii, elecsys ft4 iii assay, elecsys tsh and elecsys vitamin d assay results for one patient sample tested on a cobas e 801 analytical unit. The initial results were not reported outside of the laboratory. The reporter stated that the analyzer has been giving questionable results on several parameters. The reporter was able to provide six examples of questionable results: (B)(6). The b12, folate and vitamin d reagent lot numbers and their expiration dates were requested but not provided. The ferritin reagent lot number is 571811. The expiration date was requested but not provided. The ft4 reagent lot number is 572941. The expiration date was requested but not provided. The tsh reagent lot number is 597303. The expiration date was requested but not provided.

Manufacturer narrative:
Serial no was updated.

Manufacturer narrative:
After service, no further issues were reported by the customer.  The analyzer files provided did not include the day the questionable results were obtained. The alarm trace showed several reagent probe alarms on (B)(6)-2022. The cause of the event could not be determined due to missing information that was requested but not provided. The investigation determined the service actions resolved the issue.